Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of hanger and ventricular port needing repair, the output connectors and hanger assembly were broken, the lower case was damaged at the ventricular port and the upper case was cracked at the boss. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's hanger and ventricular port need to be repaired. It was also requested that it receive its annual test and calibration. The generator was returned for service. No patient complications have been reported asa result of this event.